Event description:
Nurse was preparing the syringe pump for use and it went into a repeating boot-up cycle and would not function properly. Evaluation of the pump revealed there was a crack in the case that allowed fluid to drip down onto the circuit board and cause malfunction. Both main board and radio board were damaged and need to be replaced. This pump has only been in use for about 8 months. A survey of our pump inventory showed nearly all of them are showing signs of cracking or have cracked completely in the same area. We believe this is a result of disinfectant cleaner (pdi sani-cloths) getting into the space under the tubing clips and remaining wet for a prolonged period of time, causing degradation of the plastic. The IFU for the pump specifies alcohol or dilute bleach as a disinfectant, however our infection control experts say neither of these is adequate to kill 'superbug' germs such as c-diff, vre, tb, etc. We are now faced with a large expense to repair all the cracked housings on our fleet of 650 pumps. Fluid ingressing to the circuit board could cause unpredictable and potentially dangerous failure modes. The problem of adequately disinfecting medical equipment is becoming more complex and we are now creating a new hazard while trying to reduce another one. Photos available. Manufacturer response for infusion pump, syringe, medfusion (per site reporter): the replacement housing is somehow improved over the previous version.